Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker was unable to be interrogated. The physician elected to explant and replace the pacemaker. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.